Event description:
A customer obtained an erroneously high troponin (accu tni) result for one patient: the initial result was 15.00 ng/ml. A negative result of 0.01 ng/ml was obtained upon repeat testing. The result was reported out of the lab. The customer did not report affect to the patient or user attributed to or connected to this event.

Manufacturer narrative:
Qc was within specifications prior to the event. All accu tni patient samples from the week were repeated and no additional erroneous results were reported to beckman coulter. A field service engineer (fse) was dispatched: the fse checked alignments and inspected the instrument; no hardware issues were noted. The fse performed a diagnostic testing which met specifications. The fse ran 10 reps of accu tni low level qc with good results. A definitive root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.